Event description:
It was reported that the patient experienced a pump stop from a power outage. They may have had a weakness episode that interfered with power swap maneuvers. The pump stopped, the paramedics arrived, restarted the pump and did the cardiac massage. Log files were submitted for review concerning the pump stop event. The periodic log file was set to capture data every 60 minutes and the recorded data indicated the backup battery was used two times between (B)(6) 2024 0:00:18-1:00:18 and two times between (B)(6) 2024 3:00:18-4:00:17. The log file captured an event on (B)(6) 2024 on 4:00:17 that indicated a pump stop event occurred and a no external power event was also active at this time. On (B)(6) 2024 at 5:00:17, the recorded data lines indicated that the system controller as connected to battery power and the pump speed was within normal operating speed parameters. It was noted that since the periodic log file only captured data at specific time intervals, further details that may have occurred prior to or after these events were unable to be seen. The event log file contained data from (B)(6) 2024 8:28:32-9:44:32. The recorded data that might have been associated with the pump off events from earlier on (B)(6) 2024 was likely replaced with newer data.

Manufacturer narrative:
A2: patient age not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: the system controller was returned for evaluation following the reported event of the patient¿s pump stopping after a power outage. The provided periodic log file contained data spanning approximately 11 days (24mar2024 ¿ 04apr2024 per timestamp), and the periodic data recorded events at approximately 1 hour intervals. The pump was observed to have stopped within the event recorded on 04apr2024 at 4:00:17, and this event will be addressed via the pump¿s investigation. The provided event log file contained data spanning approximately 1 hour (04apr2023, 8:28:32 ¿ 9:44:32 per timestamp), and the pump maintained speeds above the low speed limit while connected to the driveline throughout the event data. The events leading up to the pump stoppage were unable to be observed, as the events had been overwritten with newer data within the event data. The controller appeared to function as intended throughout the log file data. The returned system controller (serial number (B)(6)) was functionally tested alongside the returned mobile power unit (mpu) (serial number (B)(6), evaluated separately) and was found to perform as intended, even when the controller¿s and mpu¿s power cables were manipulated by hand. Voltage measurements between the controller and mpu were taken while the system was in use, and no atypical measurements were observed. Available information for this event states that the patient passed away on (B)(6) 2024 due to withdrawal of care secondary to brain edema following the pump stoppage. Available information for this event also indicates that the pump stoppage occurred due to a power outage and that the patient may have had a weakness episode that interfered with their ability to switch power sources. However, the root cause of the reported event was unable to be correlated to an issue with the system controller. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook rev. D, section titled "emergency contact list", cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.